Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: thrombosis resulting in medical intervention. Device issue: no device malfunction has been reported. It was reported that the patient received a xience v 2.5 x 15 implant on an unknown date. In 2009, the patient presented malaise and was submitted to a new catheterism. Stent thrombosis was diagnosed, but it was determined that the thrombus could be destroyed. The patient was hospitalized in order to be observed and received clopidogrel and somalgin (aspirin). No additional event or patient information is available.